Event description:
Customer reported he has been having high blood glucose levels. His blood glucose has been 329 mg/dl, 280 mg/dl, and 208 mg/dl. He has experienced fatigue, perspiration, and a general unwell feeling. He has been treating with ten units of insulin through manual injections. He stated there may be air bubbles in the tubing. Customer's last blood glucose was 110 mg/dl. In troubleshooting, the drive support cap appeared normal. There were air bubbles in the tubing. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. He was educated on how to prevent air bubbles. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.